Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after nine successful firings in a video-assisted thoracoscopic surgery of the upper lobe anterior segmental resection, lymph node dissection and flexible bronchoscopy, the device would not fire. They opened a new reload, but it still would not fire. They opened a new device opened and the reload worked on the new device. There was no patient injury.